Event description:
Customer assumes the pump doesn't deliver insulin correctly. Blood glucose level up to 311 mg/dl. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.